Event description:
Customer obtained results of hi(>600) and 69mg/dl on accu-chek advantage system. Customer reports additional comparison with results of hi(>600) mg/dl and 100mg/dl on accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.